Event description:
It was reported that during a surgical procedure at the user facility, the sonopet blade tip snapped into two pieces. It was further reported that the broken tip fell into the surgical area, but the tip was removed successfully. The user facility reported that the procedure was completed successfully but without the use of the sonopet. It was further reported that there was not a clinically significant delay, and that there were no adverse consequences or medical interventions.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during a surgical procedure at the user facility, the sonopet blade tip snapped into two pieces. It was further reported that the broken tip fell into the surgical area, but the tip was removed successfully. The user facility reported that the procedure was completed successfully but without the use of the sonopet. It was further reported that there was not a clinically significant delay, and that there were no adverse consequences or medical interventions.